Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The pump was received on 1/31/2024 and tested on 2/28/2024. Due to the pump's initial complaint code of "2pow3: power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Upon review of the pump's event log, there was an abrupt power off noted, seen below on event line 125: "event 121: log_event_timpstamp time: 2024/01/03 17:18:34 event bytes: 02 24 01 03 17 18 34 8d. Event 122: log_event_timpstamp time: 2024/01/03 18:18:38 event bytes: 02 24 01 03 18 18 38 92 . Event 123: log_event_timpstamp time: 2024/01/03 19:18:41 event bytes: 02 24 01 03 19 18 41 9c. Event 124: log_event_timpstamp time: 2024/01/03 20:18:45 event bytes: 02 24 01 03 20 18 45 a7. Event 125: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_on / off event bytes: 00 ff ff 00 d5 ff 2b fd. Event 126: log_event_alarm time: 165:21:32 alarm code: 09 sub code: 00 alarm status: log_alarm_cause_access_alarm event bytes: 05 21 32 09 00 00 30 91. Event 127: log_event_timpstamp time: 2024/01/04 22:41:15 event bytes: 02 24 01 04 22 41 15 a3. Event 128: log_event_alarm time: 22:19:41 alarm code: 09 sub code: 00 alarm status: log_alarm_cause_power_off_key event bytes: 05 19 41 09 00 00 33 9b. Event 129: log_event_message time: 22:19:41 invalid bolus key pressed: 0 invalid other key pressed: 0 event bytes: 09 19 41 00 00 00 80 e3. Event 130: log_event_off time: 22:19:41 rmp: 58220 reason: log_off_cause_shut event bytes: 01 19 41 00 e3 6c 2e d8. Event 131: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_on / off event bytes: 00 ff ff 00 d5 ff 2b fd. Event 132: log_event_message time: 165:36:45 invalid bolus key pressed: 3855 invalid other key pressed: 3855 event bytes: 09 36 45 ff ff 00 80 02. Event 133: log_event_off time: 165:36:45 rmp: 58220 reason: log_off_cause_shut event bytes: 01 36 45 00 e3 6c 2e f9." The event log will be uploaded to the complaint, see "sn: (B)(6)". Reported issue found, device not performing to specification. The analysis of the returned device is complete. This complaint was reviewed, and the return product evaluated and determined to be included in CAPA#: it2023-15 for power/battery.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On (B)(6) 2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.